Event description:
It was reported, that "the would not hold air after one(1) week of use". There was no reported injury and/or change in therapy. The involved device has been returned and submitted to the quality analytical lab for analysis.